Event description:
It was reported an angio-seal was deployed in the right femoral artery post diagnostic cardiac catheterization. Hemostasis was achieved. During the second day, the pt complained of tingling 3rd toe in the right foot. This progressed until weight bearing on the right leg was difficult and painful. Four days later, a duplex ultrasound revealed a clot in the right femoral artery. The pt was re-hospitalized and started on heparin (dose unk). Two days later, an aortogram revealed a filling defect consistent with a clot in the right femoral artery. A vascular surgeon was consulted for a possible thrombectomy.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution, should be ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin, or selling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.